Event description:
It was reported that the patient underwent a transplant. The customer reported that no additional information could be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number could not be provided as vad type was reported to be unknown. Manufacturer's investigation conclusion: a direct correlation between ventricular assist device (vad), and the reported event could not be conclusively established. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The vad instructions for use (IFU) is currently available. Although no device related issues were reported, the IFU lists potential adverse events that may be associated with the use of the ventricular assist device. No further information was provided. The manufacturer is closing the file on this event.